Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: the black box and alarm history show evidence of ¿cs012¿ alarm on (B)(6) 2016. ¿ez-prime¿ steps were performed correctly; no ¿cs012¿ alarm was duplicated during investigation. The pump¿s cover was removed, no intermittent condition was found to the pcb or to the cgm module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. Potentially reportable as the issue may result in a missing bolus record in the pump history which may impact treatment decisions. There was no indication that the product caused or contributed to an adverse event.